Event description:
Spoke to pt regarding malfunctioning cadd-legacy pump, sn (B)(4), maintenance due date 03/11/2017. Pt is receiving error code "service due 57 - see manual." Will replace malfunctioning pump for (B)(6) 2016 am delivery. Did the reported product fault occur while is use with a pt: no. Did the product issue cause or contribute to pt or clinical injury: no. If yes, was any medical intervention provided: please explain. Is the actual device available to be returned for investigation: it will be available after pt returns. Pt already has a return box for previous pump overdue for maintenance but is currently using that pump as a backup until new pump arrives. Dose or amount: remodulin 171nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2010 to present. Diagnosis or reason for use: pah.